Event description:
Boston scientific received information that during a procedure, pacing inhibition was observed and greater than 2 seconds of asystole was noted involving the pacemaker when electrocautery was started. So, the physician decided to apply a magnet and the device returned to pace normally when the magnet was removed. Boston scientific technical services (ts) informed the physician that if the device had returned to normal operation then there was no need to have it checked post-operatively. Additional information states that the device was checked and normal behavior was noted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.